Event description:
The customer reported the x3 has a speaker malfunction error message and no sound. The biomed found the speaker cable inside the device is broken. The biomed is not aware of a repair or cause for the broken cable. The device was not in use on a patient at the time of event, there was no patient involvement.